Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a tight and calcified lesion in the anterior interventricular left artery. Following pre-dilatation, a 2.75x23mm xience alpine stent delivery system (sds) failed to cross due to resistance with the anatomy. During angiography it was noted that the stent implant was loose on the delivery system. The sds was removed without issues and the loose stent was confirmed once outside the patient anatomy. The procedure was successfully completed with a new 2.75x15mm xience alpine stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. H6: device code 2923 removed.

Event description:
Additional information: follow-up with the account confirmed that the 2.75x23mm xience alpine stent was not loose; however, the stent strut was flared. No additional information was provided.